Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that auto lead diagnostics shows ventricular impedance trend is stable except there are open circuit paces/high impedance counts and the current sample average is over 1800 ohms. A ventricular lead warning occurred on 2014-(B)(6). Automatic lead diagnostics shows ventricular non-physiological sensing detected. Also apparent noise in some electrograms for ventricular high rate episodes.

Event description:
It was reported that the patient felt syncopal and the device was interrogated at the hospital. The right ventricular lead impedance was undefined and had high, intermittent thresholds and noise. The lead was also found to have a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 lead, (B)(6) 2010. (B)(4).